Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bal seals either missing or compromised.

Manufacturer narrative:
The investigation confirmed the failure mode as reported as one balseals is missing and one is damaged. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.